Event description:
Customer reported the unit of measure setting of her unlocked freestyle flash meter changed from mmol/l to mg/dl. Additionally, customer reported receiving an error message and add'l icons. These messages are an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
F/u report will be submitted if the product is returned for eval. Customers and retailers have been informed.